Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a battery voltage of 2.57 and charge time (CT) of 17.2 seconds. Technical services (ts) discussed the mid-life display of replacement indicators and shortened replacement window (4/05/2007) advisories. They noted that the device did not appear to be exhibiting advisory behaviors at that time. Additional information was provided that the device later reached end of life (eol) due to a CT of 31 second and the battery voltage was 2.57. It was questioned if the device would still deliver shocks to the patient if needed. Ts discussed that the device would still deliver a shock; however, at eol, shocks are all maximum energy and each shock could take greater than 30 seconds to charge. Ts discussed replacement of the device. Additional information was provided that the device was explanted. To date, there have been no reported adverse patient effects related to this clinical observation. The device was later returned for analysis.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened. The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.